Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A physician reported that on the first postoperative day, the patient developed anterior chamber flare and the anterior chamber was deep. Six days later, the patient continued to have anterior chamber flare and was treated with an anticholinergic agent. Two days later, the patient was treated with a combination of steroid and antibiotic eye drops and ointment the event resolved with treatment. Additional information has been requested.